Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Subclavian route was selected as the access site. During the procedure, the valve was unable to be recaptured completely into the ds therefore it was removed from the patient's anatomy with the partially exposed valve. A new 35mm, navitor vision valve was replaced with a new flexnav ds resulting in successful implantation. No adverse health consequences were reported. The patient was discharged.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.